Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead threshold increased immediately following the implant procedure, after pocket closure. The lead was revised and remains in use. No patient complications have been reported as a result of this event.